Event description:
As reported, during testing this fogarty thru-lumen embolectomy catheter, the balloon burst. The device was received for evaluation and the balloon was found to be ruptured in the middle area, the edges of latex did not match at the ruptured region. There was no allegation of patient injury.

Manufacturer narrative:
One fogarty thru-lumen embolectomy catheter was received by our product evaluation laboratory. As received, the balloon was found ruptured in the middle area. In addition, the edges of latex did not match. Finally, through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the device manufacturing, the units go through a balloon inflation process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.